Event description:
During a hysteroscopy with endometrial ablation with electrocautery, the pt jumped. The pt was under general anesthesia. The electrode in the scope was a roller ball insulated shaft electrode made by circon. The insulation on the fork shaft of the electrode was scratched off resulting in exposed conductors. Determined that shaft deterrioration was due to missing protective ceramic ring on the distal end of the scope sleeve.